Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a 30mm longitudinal tear 4mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. There are numerous shaft kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing left inguinal puncture technique. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. An 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres for 60 seconds. However, during the second inflation, when the pressure was increased to 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7x4 sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing left inguinal puncture technique. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. An 8.0mmx40mmx135cm sterling¿ balloon catheter was advanced for dilation. The balloon was initially inflated at 6 atmospheres for 60 seconds. However, during the second inflation, when the pressure was increased to 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7x4 sterling balloon catheter. No patient complications were reported and the patient's status was good.